Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported, during intubation with the cmac blade 4, the screen went dark after 2 attempts made. It was troubleshot, tuning the machine on and off, checking the connection, it was still dark hence another alternative was used. No death or unanticipated serious deterioration in state of health reported.

Manufacturer narrative:
Device evaluation: during the investigation of the returned product the complaint could be confirmed. Most probable root cause is the wear of adhesive on the tip of the c-mac blade caused by reprocessing. Consequently, liquid is entering the blade and affects the electronic and forces the led to fail. The event is filed under internal karl storz complaint ID: (B)(4).